Event description:
Customer reported erratic access ferritin test results were obtained for one patient when using the access 2 immunoassay system. Customer observed erratic ferritin results on different draws. Four draws gave results between 5 and > 1500ng/ml. Repeat analysis was performed at beckman coulter, inc. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
A sample was tested at a reference laboratory at beckman coulter, inc. The investigation indicated that test results were repeatable, therefore the investigation did not demonstrate a reagent issue or a possibility for heterophile interference. Service was not dispatched for this event, as it appears to be sample related. Root cause was not determined, however if the instrument is performing within specifications, a preanalytical step in the sample preparation may be probable cause. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.